Manufacturer narrative:
Therapy/non-surgical treatment, additional.

Event description:
The following was reported to boston scientific corporation regarding a in (B) (6) 2009 a drainage tube was placed in the patient to facilitate drainage of the bile duct. In (B) (6) 2009 the rx plastic stent was implanted to cover a distal stricture in the bile duct. Between (B) (6) 2009 and (B) (6) 2009 the patient had the drainage tube changed out several times. In (B) (6) 2009 during a regularly scheduled drainage tube removal procedure, (a cook drainage tube), the physician inadvertently pushed the stent up the common bile duct. On (B) (6) 2010 the physician attempted to remove the dislodged stent with retrieval balloon, a trapezoid basket and a snare; however he was unsuccessful. On (B) (6) 2010 the patient was stent to radiology where physicians, attempted to remove the stent with a basket. The removal was unsuccessful. Another attempt will be made to remove the stent prior to resorting to surgery for removal. No additional information is available about the patient.